Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device during reprocessing it was reported that cleaning was performed without disassembling the parts into four parts. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction, and the results of the final investigation. Corrected fields: h6. The device was not returned to olympus for inspection. A definitive root cause could not be identified. The event can be prevented by following the instructions for use which state: forceps/irrigation plug (isolated type) maj-891. Section "8.3 disassembling the forceps/irrigation plug" an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.